Manufacturer narrative:
(B)(4). Additional information: it's reported that at this time it appears that there's no planed attempt to remove the device fragment. The perception that it was felt to be ok leaving the tip at its location.

Event description:
The customer reports: following usage of the ptd it was removed from the pt. The physician noticed that the tip of the device was missing. No adverse effect on the pt. Was noted. The tip appeared to be remaining in the wall of the patient's vessel. The patient's condition is reported as fine.

Event description:
The customer reports: following usage of the ptd it was removed from the pt. The physician noticed that the tip of the device was missing. No adverse effect on the pt. Was noted. The tip appeared to be remaining in the wall of the patient's vessel. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a 5fr ptd catheter and the product lidstock for evaluation. The catheter was returned with the basket advanced out of the sheath. Dried blood was observed on the catheter sheath. Visual examination revealed that the distal end of the black pebax tip was separated from the rest of the tip and was not returned. Microscopic examination revealed that the black pebax tip broke near the base of the distal basket. The tip material was folded over and appeared twisted; indicating a stress related tear. Scuff marks were observed on some of the basket wires but all were intact and secured within the basket connectors. Biological material was observed on the catheter body when advanced out of the sheath indicating the ptd had been used. No other defects or anomalies were observed with the ptd device. The remaining portion of the black pebax tip attached to the basket measured approximately 2 mm in length and the metal cap visible is 4 mm in length; therefore, approximately 0.303" of the tip is missing based on the tip length specification of 0.5156"-0.5626" per ptd basket product drawing. The ptd catheter was placed into the returned rotator to functionally test the device. The ptd basket rotated as expected when the activation button was pressed, indicating the ptd catheter body was intact and functioning properly. The basket was able to be retracted and advanced within the sheath with minimal resistance. A device history record review was performed on the ptd catheter , including the basket assembly, and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. The report that the ptd tip was broken during use was confirmed through examination of the returned sample. Microscopic examination revealed that the distal end of the black pebax tip was folded over and broken off. The tip material appeared twisted and stretched indicating a stress and torsion related breakage. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined.